Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient had experienced the infusion set tubing being blocked event on 03-mar-2026. The non-serialized product was being replaced. No further information available.